Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a cable had been accidentally disconnected during the removal of the smart remote manager. A field service engineer slaved the cable off the tower, and the station was restored to full functionality. The system functioned as intended after the field service engineer repaired the device. E1 - initial reporter facility name: university massachusetts memorial medical center university campus

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.